Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (45 mg/dl). Reportedly, the customer exercised and forgot to change the pump settings to the set exercise personal profile setting. Customer addressed low bg with glucagon. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.